Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had a damaged air detector. The product fault occurred during testing.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection was performed. It had a scratched lcd lens, damaged air detector, and missing battery door. Functional testing performed. The customer's reported problem was duplicated. The most probable cause was customer damage to the air detector. The air detector was replaced to correct the reported problem, along with the optic switch, scratched lcd lens, missing battery door, keypad, overlay, rear label, side label, and motor. The cadd solis device passed all the functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.